Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reports that customer received a no delivery alarm and when she attempted to change batteries, she received a failed battery test alarm. Customer's blood glucose was 217 mg/dl. After troubleshooting for no delivery alarm, it was advised that insulin pump would need to be replaced. Troubleshooting for failed battery test was declined. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).